Event description:
It was reported that the external pulse generator (epg) was connected to a patient and it was turned on. Two hours later, the staff of the hospital found that the epg had turned itself off. The switch was turned on again, but the epg did not turn on. The battery was replaced for a new battery, then the epg turned on again. The device was returned to the manufacturer. The patient had an intrinsic heartbeat at 40 beats per minute (bpm). No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the reported event, the device was analyzed and no anomalies were found. (B)(4).